Event description:
It was reported that the device was used during a laparoscopic gastric bypass, device not working properly. Later in the case, the distal portion of the active blade was missing. Neither the rep or the scrub tech noticed if it was broken at that time. Rep told md the active blade is made of titanium. Md determined that if the tip was left in the patient, it was not a patient risk. The case was completed with another device. Case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 12.2mm from the top of the outer tube. The device was tested with the gen. The device functioned in air while being activated. In addition, the remaining portion of the blade penetrated and cut the chamois; however, the cut was not maximized to its full cutting power as in a conforming instrument. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.